Manufacturer narrative:
Batch review performed on 17 september 2021: lot 182645: (B)(4) items manufactured and released on 26-july-2018. Expiration date: 2023-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1906462: batch review performed on 17 september 2021: lot 1906462: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a leg length discrepancy. 1 year and 4 months after primary the surgeon revised the head and liner and the surgery was completed successfully.